Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was experiencing interface connectivity issues. A technical support specialist (tss) dialed into server, found carefusion coordination engine (cce) processing delayed. Restarted services and deployed utility, but issue persisted. Corrected cce time, restarted cce service, still same issue. Later, host system sending messages with only pv1 stripped segments and customer team actively deleting the bad messages and stated not a bd issue. The system functioned as intended after the technical support specialist verified the issue. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ es server was failed to receive messages. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.